Event description:
As reported, during a retrograde intrarenal surgery (rirs) to remove stones, an ncircle delta wire tipless stone extractor basket would not retract properly. The extractor was tested prior to insertion into the flexible ureteroscope and opened and closed properly. During the procedure, while capturing stones, the basket would not completely retract. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) to remove stones, an ncircle delta wire tipless stone extractor basket would not retract properly. The extractor was tested prior to insertion into the flexible ureteroscope and opened and closed properly. During the procedure, while capturing stones, the basket would not completely retract. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a retrograde intrarenal surgery (rirs) to remove stones, an ncircle delta wire tipless stone extractor basket would not retract properly. The extractor was tested prior to insertion into the flexible ureteroscope and opened and closed properly. During the procedure, while capturing stones, the basket would not completely retract. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation alongside the original packaging. The basket was in the open position. The basket sheath was damaged near the yellow support sheath. The male luer lock adapter was disconnected from the handle. The white knob was completely loose and able to traverse along the wire. The black knob was tight. The handle could not be actuated. When the knobs were tightened, loosened, and adjusted, the basket wire was moved, but the basket sheath was withdrawn from the basket end far enough that the basket could not be reclosed. When trying to adjust the sheath position, the kink in the basket wire was unable to be moved past the basket support sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the inability of the basket to close could not be established. It is likely that the user manipulated the device after the basket failed to close, leading to the observed device damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.